Manufacturer narrative:
D10 ¿ product received on: 02jun2020. Investigation ¿ evaluation: a representative from fiona stanley hospital informed cook of an incident involving a ultrathane mac-loc locking loop multipurpose drainage catheter. On 07may2020 during the procedure, the device immediately leaked after placement. The device was removed and replaced with a new device. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed one 8.5fr ult with no visible damage. The catheter was returned with the lever in the unlocked position. The lever was locked and a leak test was preformed. Leakage was not detected from any location of the mac loc or connection to the tubing. The distance between the cap and the hub was measured and determined to be within specification. Additionally, the connector cap inner diameter, mac-loc hub inner diameter and the catheter tubing outer diameter were all measured to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot found no related nonconformances. A database search was completed on the complaint lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. It is unknown if the operator was attempting to flush the device when the leaking was noted. It is possible that if flushing was being attempted, the syringe was not appropriately seated or tightened on the hub therefore causing what appeared to be a leak. Based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2020: the patient was identified as male in gender and was requiring a nephrostomy tube exchange in the renal pelvis when the incident occurred. The catheter was removed and replaced with another catheter. As reported, the patient did not require any additional procedures or experience adverse effects.

Manufacturer narrative:
Date of event: sometime in (B)(6) 2020. Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was used in an unknown patient for drainage. The operator reported the drain leaked from "the front of the hub and the base of the lever for the locking mechanism." No other adverse effects were reported for this incident.